Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30342298m number, and no internal action related to the complaint was found during the review. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with right ventricular outflow tract (rvot) origin, using a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring no intervention. After ablation, when (electrophysiological study (eps) was conducted, blood the patient¿s blood pressure had dropped. Pericardial effusion was confirmed by echo but no drainage was needed. The blood pressure of the patient got recovered during the procedure, and she left the operation room. After that, the symptoms did not worsen and there was no problem. Since there was no product problem observed before and after product use, the caller thinks it is not an event due to a product defect. Since the effusion was symptomatic it is considered to be a serious injury ¿cardiac tamponade¿.

Manufacturer narrative:
On (B)(6)2020 , biosense webster inc. Received additional information about the patient and the event. It was reported that the patient is female. This adverse event was discovered during use of biosense webster products. Chest compressions were performed and confirmation of pericardial effusion by echo. The patient¿s condition improved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6)2020, biosense webster inc. Received additional information stating that there was no information [indication] of cardiac arrest. It is reasonable that the chest compressions were performed to stabilize the blood pressure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).